Event description:
Hospital was unable to remember the details in this incident. Hospital recalled no alarms were activated and there was no injury to the pt due to this event. The pt was hand bag ventilated to switch out the ventilator.